Event description:
It was reported that artificial urinary sphincter surgery case was aborted for as the physician perforated the urethra during dissection on (B)(6) 2018. The implants were opened, prepped and ready to be implanted, but were not implanted due to the urethral perforation.